Event description:
Patient reported unknown side "rupture" of a saline device. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, brown particles inside of the device. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as unidentified (tear) opening.

Event description:
Health professional reported the device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. A review of the device history record has been completed. No deviations or non-conformances noted. Fi: no patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak (a050401) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Patient reported unknown side "rupture" of a saline device. Device remains implanted.